Manufacturer narrative:
Insulin pump received with blank display due to cracked and bleeding lcd. Unable to perform the displacement, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to cracked bleeding lcd. Insulin pump received with cracked case display window corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 182 mg/dl at the time of the incident. Customer stated that the insulin pump was damaged on the screen. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.